Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. Upon review, the right atrial lead exhibited lead noise resulting in inappropriate mode switching. The patient was brought into clinic on (B)(6) 2018 and the lead was reprogrammed. The patient was stable following the programming changes.